Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via the provided log file. The log file contained data spanning approximately 6 days (19aug2021 ¿ 25aug2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. On 25aug2021 at 11:11, a controller fault alarm became active, correlating to an lcd communication fault flag. The alarm remained active until the controller was fully disconnected and shut down after 13:35 of the same day. No other notable events were observed. The returned system controller (serial number (B)(6)) was functionally tested and was found to have a damaged fuse; however, the damaged fuse did not appear to be related to the observed alarm within the log file. After the fuse was replaced with a new component, the controller functioned as intended, and controller fault alarms correlating to an lcd communication fault were unable to be reproduced throughout all testing. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook instructs users on how to resolve all alarms that sound from their controller, including alarms associated with controller fault and driveline power fault conditions. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controller, and to replace any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the clinic with a controller fault (replace controller alarm). The patient's system controller was exchanged. The patient also had one short episode of dizziness that coincided with low voltage alarms. The log file showed that this also coincided with increased pulsatility index (pi) and low flows, and that the voltages were maintained across the cables at that time.